Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain, tibial loosening and possible poly wear. Loosening occurred at the cement/implant interface, cement manufacturer is unknown.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the catalog number and lot number is not available. Conclusion and justification status for MDR: the reported tibial tray loosening could not be confirmed based on the device evaluation. No evidence was found of product error as a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.